Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an unknown procedure. The sheath did not split. Hemostasis was achieved with manual compression. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not complete. A supplemental report will be submitted with any relevant information.